Event description:
According to the reporter, during a robot-assisted laparoscopic pancreatic body and tail resection, during pancreatic parenchyma res ection, firing was completed until the tip, the center control was pressed upwards, then when the jaws were attempted to be opened, the knife retracted but the jaws did not open. When the jaws were attempted to be opened, various buttons was pressed, but there was no response. After that, a robot forceps was placed in the small gap between the cartridge and anvil, the jaws opened, and the cartridge was able to be removed from the tissue. When the cartridge was removed, the organ was checked, and the part that was being clamped by the cartridge clip was crushed, and there was a pancreatic fluid leak. When the cartridge was checked, there was a malformed staple in the center part of the cartridge. There was no additional stapling done since the pancreas was already resected. The patient experienced unexpected tissue defect and tissue damage as a result.

Manufacturer narrative:
D10 concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel, (lot #unknown) sigphandle, sig power sigphandle handle, (serial #(B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robot-assisted laparoscopic pancreatic body and tail resection, during pancreatic parenchyma resection, firing was completed until the tip, the center control was pressed upwards, then when the jaws were attempted to be opened, the knife retracted but the jaws did not open. When the jaws were attempted to be opened, various buttons was pressed, but there was no response. After that, a robot forceps was placed in the small gap between the cartridge and anvil, the jaws opened, and the cartridge was able to be removed from the tissue. When the cartridge was removed, the organ was checked, and the part that was being clamped by the cartridge clip was crushed, and there was a pancreatic fluid leak. There was no problem whole the staple line but regarding the reported one site, the staple was found not to be stapled. When the cartridge was checked, there was a malformed staple in the center part of the cartridge. There was no additional stapling done since the pancreas was already resected. The patient experienced unexpected tissue defect and tissue damage as a result. The event has lead to extended patient hospitalization. On the 8th day after the surgery, there was high blood cell count, the patient claimed pain at the abdominal region, then antibiotic medication was performed.